Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd blood collection tube experienced erroneous results. The following information was provided by the initial reporter: when using bd blood collection tubes, have you experienced any of the following: unexpected and/or unexplained clinical or qc results: yes. Results that are not consistent with the patient¿s clinical condition: yes. Unexpected and/or unexplained clinical or qc results you indicated that you have experienced unexpected and/or unexplained clinical or qc results. I am sorry, I don't have these details, nor do I know that it had anything to do with the tube. Results that are not consistent with the patient¿s clinical condition you indicated that you have experienced results that are not consistent with the patient¿s clinical condition. Please provide details below, including product reference catalog number, tube- top color/type, tube- top color/type, batch/lot information, etc. Again, no details and no evidence.

Event description:
It was reported that the unspecified bd blood collection tube experienced erroneous results. The following information was provided by the initial reporter: when using bd blood collection tubes, have you experienced any of the following: unexpected and/or unexplained clinical or qc results yes. Results that are not consistent with the patient¿s clinical condition: yes. Unexpected and/or unexplained clinical or qc results you indicated that you have experienced unexpected and/or unexplained clinical or qc results. I am sorry, I don't have these details, nor do I know that it had anything to do with thte tube. Results that are not consistent with the patient¿s clinical condition you indicated that you have experienced results that are not consistent with the patient¿s clinical condition. Please provide details below, including product reference catalog number, tube- top color/type, tube- top color/type, batch/lot information, etc. Again, no details and no evidence.

Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.